Event description:
It was reported that (1) tct75 was used during a thoracotomy procedure. It was reported by the rep that the lever would not slide the knife. A second tct75 was used to complete the case. There was no consequence to the pt.